Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during use. The following information was provided by the initial reporter: customer claims the catheters did not work properly on a patient today. The patient was male, 16y/o. The item is supposed to retract, but when they pushed the button, nothing retracted. No injuries were reported."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during use. The following information was provided by the initial reporter: customer claims the catheters did not work properly on a patient today. The patient was male, (B)(6) y/o. The item is supposed to retract, but when they pushed the button, nothing retracted. No injuries were reported."